Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineers investigated the machine on site. The expiratory valve coil has been replaced and sent back for investigation. The returned expiratory valve coil has been tested in a machine. It passed 3 pre-use checks. No abnormal found during ventilation for 24 hours. It passed another 3 pre-use checks after ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established. The provided logs confirms the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).